Manufacturer narrative:
The insulin pump received with no select or back button response, fault isolated to the keypad assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements, or verify keypad backlight due to no button response. The red alarm/fault led is working. The insulin pump received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.